Event description:
The customer reported a contained cap piercer leak on a unicel dxc 660i instrument. The instrument generated four erroneous low bun (urea nitrogen) results that were reported outside of the laboratory. The patient results were later amended and there was no injury or impact to patient treatment. The customer was wearing personal protective equipment; no reports of exposure or injury were reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched. During the service visit, the fse found the cap piercer vacuum valve obstructed with debris material. The fse cleaned the debris out of the vacuum valve which resolved the issue, no further leaking was observed. (B)(4).